Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that it was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an open f1 battery fuse. The fuse was open due to excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.